Event description:
It was reported that the device was found to be in safety mode. It was noted that the non-boston scientific right ventricular (rv) lead exhibited high thresholds as well. Subsequently, the patient underwent a replacement procedure and the device and right ventricular (rv) lead were replaced. During the procedure it was noted that there was oversensing and pacing inhibition with asystole of greater than two seconds on the aforementioned rv lead when hooked up to the new device, which lead to it being surgically abandoned. Upon replacing the rv lead the issues resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the device was found to be in safety mode. It was noted that the non-boston scientific right ventricular (rv) lead exhibited high thresholds as well. Subsequently, the patient underwent a replacement procedure and the device and right ventricular (rv) lead were replaced. During the procedure it was noted that there was oversensing and pacing inhibition with asystole of greater than two seconds on the aforementioned rv lead when hooked up to the new device, which lead to it being surgically abandoned. Upon replacing the rv lead the issues resolved. No additional adverse patient effects were reported.